Manufacturer narrative:
Failure analysis confirmed the insulin pump received no button response due to corroded keypad traces. No button error alarms noted. There was moisture damage found on electronics assembly. The insulin pump did have a cracked case window display corners, battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 107 mg/dl. She mentioned having some physical damage on the pump. The customer stated the insulin pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.